Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The partial reset was due to bit flip.

Event description:
It was reported that after device interrogation regular measurements did not work as expected. After a second interrogation the device measurements did work as expected. It was noted the save-to-disk (s2d) file showed a partial reset had occurred most likely due to bit flip. After the reset, the device had restored to the settings as programmed before. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.